Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on may 2020 by the international orthopedics journal titled ¿knee infection following anterior cruciate ligament reconstruction: a cohort study of one thousand, eight hundred and ninety one patients from the single-centre database.¿ the study reviewed 1891 patients and identified acl/pcl instability due to infection with bioabsorbable interference screws and tenodesis screws in 26 patients during the follow-up period. Ref: barbara k, alan I, goran v, sasa j. Knee infection following anterior cruciate ligament reconstruction: a cohort study of one thousand, eight hundred and ninety one patients from the single-centre database. Int orthop. May 2020;44(5):869-875. Doi:10.1007/s00264-020-04500-5.